Event description:
Olympus was informed that the user facility was not reprocessing the device with the maj-420 channel cleaning adapter. The user facility was reportedly connecting non-olympus accessories to the instrument channel ports during reprocessing in the facility's automatic endoscope reprocessor (aer). Use of the non-olympus accessories may result in one or both of the dual instrument channels not being adequately flushed during reprocessing. User facility personnel stated that this practice had been in use for many years. There were no reports of pt infections or other adverse impacts associated with this report.

Manufacturer narrative:
Olympus personnel followed up with the user facility several times via telephone to obtain additional information regarding the report, but limited information was provided. Olympus was informed that there were 75 pts that had undergone procedures with the subject device. However, the user facility staff believed that there was very low risk associated with this matter. To date, there has been no report of cross contamination reported associated with this matter. The user facility has also alleged that a photograph in the instruction manual of the facility's non-olympus automatic endoscope reprocessor (aer) was insufficiently clear regarding the appropriate connections to be used during reprocessing. The subject device of this report was not returned to olympus for evaluation. An olympus endoscopy support specialist (ess) has visited the user facility and provided in-service training on appropriate reprocessing of endoscopes. This report is being submitted as an MDR in an abundance of caution.